Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the pace/sense lead, which was placed in the right ventricular, showed a slow steady climb in impedance that now measured at a high impedance value. The lead remains in use. No patient complications have been reported as a result of this event.